Event description:
It was reported the pt experienced nausea and photophobia secondary to a spinal headache. The pt was treated with IV, oral medications, and lying in a dark room. The pt recovered without sequelae. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the rsmb staff.